Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 14 applications were performed with balloon catheter 2af284 lot number 01296 without any issue on the date of the event. In conclusion, the clinical issue of phrenic nerve palsy (pnp) occurred during the procedure and there was no indication of relation of adverse event to the performance and malfunction of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the compound muscle action potential (cmap) reduced and phrenic nerve pacing diminished. A double stop was performed due to lost phrenic capture. No diaphragm movement was noted so a sniff test was performed under fluoroscopy and there was some diaphragm movement noted. The case was completed with cryo. The hospitalization stay was extended two days and the patients phrenic nerve injury recovered shortly after discharge. No further patient complications have been reported as a result of this event.